Event description:
On 05-aug-2025, the user reported that the ilet touchscreen became frozen and unresponsive but resumed function shortly thereafter. The issue occurred when the device battery was depleted. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.